Event description:
The deputy leader of the surgery department, reported in his letter that he noticed during the surgery that it was not possible to assemble the elastosil handle because the gripping mechanism did not function. According to his info, the surgery was completed successfully by using an alternative screwdriver without any impairment to the patient, but he mentioned a prolongation of the surgery procedure of 3 minutes - not longer.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.